Event description:
It was reported that the patient received l3-4 and l4-5 insterspinous spacer implants. Approximately 16 days post-operatively, the patient was experiencing increasing left buttock and lower leg pain. At the 1 month evaluation, it was reported that the patient had not improved since the surgery and lss symptoms had returned. The patient was diagnosed with spinal stenosis of the lumbar spine. Per the report, patient explant and laminectomy have been scheduled. No further information was reported.

Manufacturer narrative:
(B)(4): part: 1-3208 / lot: rm12m005, part: 1-3210 / lot: rm13e008. Although it is unknown which, if any, of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.